Event description:
During the implantation of an interfuse s intervertebral body fusion device, one of the four modules would not engage with the adjacent module. The surgeon decided to use the suspect module, as it was the second of the four modules and he felt the physical structures of the disc space would hold the module in place.

Manufacturer narrative:
The photographs of the suspect device were reviewed. From the photographs, it appears the engagement feature was sheared off by a sharp object. The manufacturing record was reviewed and all devices passed the engagement testing, so the engagement feature was present at the time of the engagement testing. The assembly and packaging processes were reviewed and there are no processes performed after the engagement testing that could result in the engagement feature being sheared off.